Event description:
It was reported that the plunger in the bd plastipak¿ luer slip syringe was difficult to draw back during use. The following information was provided by the initial reporter, translated from portuguese: "syringe has offered resistance to pull the plunger, it was mainly noticed from the 2nd/3rd aspirations of diets. It has caused pain to milk pantries (kind of nursery maids) during handling. Besides that, it has increased the consume of the product in the facility, since it's being recommended more often exchanges of the syringes to avoid injury to employees' hands."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the plunger in the bd plastipak¿ luer slip syringe was difficult to draw back during use. The following information was provided by the initial reporter, translated from portuguese: "syringe has offered resistance to pull the plunger, it was mainly noticed from the 2nd/3rd aspirations of diets. It has caused pain to milk pantries (kind of nursery maids) during handling. Besides that, it has increased the consume of the product in the facility, since it's being recommended more often exchanges of the syringes to avoid injury to employees' hands."